Manufacturer narrative:
Corrected, d3 - manufacturing plant address 1, city and zip code. Corrected health effect - impact code, there was no patient involvement. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that top interlock switch alarm was constantly preventing water flow and could not perform other tests). There is a possibility that the issue was due to the actual sensor. There was no injury or adverse events reported as a result of the event.